Manufacturer narrative:
This report is submitted on oct 11, 2021.

Event description:
Per the clinic, the patient underwent a revision surgery to reinsert the device on (B)(6) 2021. The implanted device remains.